Manufacturer narrative:
One photo of a smiths medical tracheostomy was received for evaluation. A cut on the inflation line was observed. 32 samples were reviewed during manufacturing process, and no discrepancies were noted. The most probable cause of issue was that damage occurred after device left shm facilities.

Manufacturer narrative:
Report source- foreign: (B)(6).

Event description:
Information was received that a smiths medical portex clear soft seal tracheal tube cuff would not inflate immediately on use. Subsequently, an endotracheal tube change out was required. No adverse patient effects were reported.